Manufacturer narrative:
All of the buttons functioned properly during our testing however, moisture damage was found on the keypad traces during our visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 148 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.